Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall the date and time the alleged issue first began. The patient reported that she obtained alleged blood glucose results of ¿339, 301, 252, 304, 214, 267 and 335 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and took additional novolin per sliding scale in response to the alleged readings she obtained. On an unspecified time after the alleged product issue began the patient stated that she developed symptoms of ¿severe shaking, shaky voice, confusion and difficulty testing¿. The patient stated she self-treated with food/drink ¿honey and peanut butter¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.